Manufacturer narrative:
Method: the returned mr290hfv chamber was visually inspected. Results: there was a vertical crack extending from the cleft of the baffle towards the base of the chamber. A lot check revealed two other complaints of this nature for lot number 071105. Conclusion: this may have been caused by higher than recommended operating pressure, or by high pressures used during the recruitment maneuvers before therapy. In the event that a chamber cracks through to cause a drop in pressure, the ventilator will alarm, thereby alerting the user to replace the chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specifies to the user the following warnings: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Use of the mr290 above the maximum operating pressure (8 kpa (~80 cmh2o)) may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. All mr290 chambers are pressure tested and visually inspected prior to distribution. These tests check for physical damage and leaks. Any chamber which fails the pressure testing or visual inspection is rejected. Since the complaint chamber was manufactured (november 2007), fisher & paykel healthcare has continued to develop the mr290hfv chamber to increase the product tolerance for use with the sensormedics 3100b. These changes minimize the risk of the chamber cracking even when used outside the product specifications. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that an mr290hfv autofeed humidification chamber cracked while in use with an mr850 humidifier and high frequency ventilator. No patient consequence was reported.